Event description:
During a procedure the ria shaft came apart. Surgeon was reaming for a mid-shaft, slightly displaced pathologic femur fracture in a pt. The reamer `stuck' at the fracture site during removal after reaming was complete. The entire drive shaft assembly was removed but the distal portion of the assembly remained in the medullary canal. The piece could not be removed with the ball-tipped guide wire and the surgeon decided to open the site to extract the broken piece. All pieces of the ria were removed from the patient and the procedure was completed. All pieces of the ria drive shaft were discarded after the procedure.